Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and the customer has a wired footswitch available to perform procedures. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction. (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch lost connection with the base station. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.